Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking test and no air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of the incident. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.